Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed an ¿unable to proceed¿ message during the rewind and fill tubing process, consistent with an occlusion-related malfunction, which prevented normal pump operation and led to device replacement. Symptoms included no adverse clinical effects, and blood glucose was reportedly not affected. Outcomes included temporary interruption of insulin delivery with user advised to seek urgent care if needed until replacement arrived. Investigation included review of the event history and return logistics, followed by receipt of the device for evaluation. Investigation of this case revealed a pump alarm during the priming sequence consistent with a device malfunction related to flow or occlusion during tubing fill. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction associated with the infusion path during the fill process.